Event description:
It was reported that there was low pacing impedance on both the atrial lead and the right ventricular (rv) lead. The leads were reprogrammed to unipolar and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: imd49b58 lead, implanted: (B)(6) 1998. (B)(4).